Event description:
An optometrist reported that a pt presented at one day post lasik surgery with a complaint of the vision in the left eye being "a bit blurry". The flap had been created with a laser. The corneal flap was noted to have striae and a flap repositioning was performed. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).